Manufacturer narrative:
A follow up report will be submitted once the investigation has been completed. The product has been received and the evaluation is pending.

Event description:
It was reported that the registered nurse had initiated a heparin dip at 12 units/kg/hr via primary infusion. The pump had showed a total volume to be infused as 242ml at a rate of 8.6ml/hr and the channel had been scanned appropriately using interoperability. One hour later the pump alarmed and it was observed that the entire heparin solution had infused. After reviewing the interface messages, the pump had been started at 12:40 at a rate of 8.9 ml/hr (12 units/kg/hr). Per the interface messages, the pump infused at the same rate until it was stopped at 01:34. Upon review, there were multiple short pauses but no rate changes. The IV pump (pcu and channel) were removed from unit. The tubing and medication bag were saved as well. According to the chart, the patient did experienced a spike in his ptt result (>150 at 02:41 2/26) and had multiple lab draws to check ptt and he developed a hematoma. He was monitored till he had surgery, then he was discharged. The patient had no lasting harm from this event.

Event description:
It was reported that the registered nurse had initiated a heparin dip at 12 units/kg/hr via primary infusion. The pump had showed a total volume to be infused as 242ml at a rate of 8.6ml/hr and the channel had been scanned appropriately using interoperability. One hour later the pump alarmed and it was observed that the entire heparin solution had infused. After reviewing the interface messages, the pump had been started at 12:40 at a rate of 8.9 ml/hr (12 units/kg/hr). Per the interface messages, the pump infused at the same rate until it was stopped at 01:34. Upon review, there were multiple short pauses but no rate changes. The IV pump (pcu and channel) were removed from unit. The tubing and medication bag were saved as well. According to the chart, the patient did experienced a spike in his ptt result (>150 at 02:41 2/26) and had multiple lab draws to check ptt and he developed a hematoma. He was monitored till he had surgery, then he was discharged. The patient had no lasting harm from this event.

Manufacturer narrative:
Correction : concomitant med prod data. Omit a25 - no apparent adverse event (3189), b22 - insufficient information available, c19 - no device problem found, d14 - no problem detected, g07001 - part/component/sub-assembly term not applicable, additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the registered nurse had initiated a heparin dip at 12 units/kg/hr via primary infusion. The pump had showed a total volume to be infused as 242ml at a rate of 8.6ml/hr and the channel had been scanned appropriately using interoperability. One hour later the pump alarmed and it was observed that the entire heparin solution had infused. After reviewing the interface messages, the pump had been started at 12:40 at a rate of 8.9 ml/hr (12 units/kg/hr). Per the interface messages, the pump infused at the same rate until it was stopped at 01:34. Upon review, there were multiple short pauses but no rate changes. The IV pump (pcu and channel) were removed from unit. The tubing and medication bag were saved as well. According to the chart, the patient did experienced a spike in his ptt result (>150 at 02:41 2/26) and had multiple lab draws to check ptt and he developed a hematoma. He was monitored till he had surgery, then he was discharged. The patient had no lasting harm from this event.

Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.